Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms. A request was made to have data from the patients device analyzed. Data analysis showed normal shock impedance measurements. Troubleshooting options were discussed. No adverse patient effects were reported. The lead remains in service.

Event description:
Additional information received reported that testing was performed in other shocking vectors; however, the out of range shock impedance measurements could not be reproduced. The device was reprogrammed to a different shocking vector. No other actions were planned at that time. No adverse patient effects were reported. The lead remains in service.